Event description:
It was reported that during a lap cholecystectomy procedure, they had a misfire with the device. One of the first two clips scissored during application. The third clip broke within the abdomen. No pt consequences. Case completed with another device of the same product code.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.